Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the phacoemulsification (phaco) tip was developed a crack during cataract [with intraocular lens (iol) implant] surgery. The surgery was completed on same day by replacing the new tip. There was no patient impacted.

Manufacturer narrative:
One opened phacoemulsification (phaco) tip wrapped in bubble wrap was received. Sample was visually inspected and found to be nonconforming, phaco tip was observed to be cracked. Phaco tip was still in one piece with crack marks observed at all around the aspiration bypass (ab) hole are. Wall thickness was observed to be even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Attached photo was reviewed by the manufacturing site. Photo show a phaco tip with crack. Reported issue confirmed from photo. The complaint evaluation confirms the cracked phaco tip. The root cause for the cracked phaco tip cannot be determined from this evaluation. The phaco tip visual inspections do not show any manufacturing issues that would cause the cracked phaco tip. The exact root cause for the cracked phaco tip is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).